Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an arthrex plate broke after the implantation. No further information received. (B)(6) 2023 update dw. Further information were provided that the broken plate was an ar-2652cl with the batch 5261949. It was further reported that the following devices were explanted as well: 2x ar-8835l-14 batch 10732033, 2x ar-8835-14 batch 10732033, 1x ar-8827-18 batch 1071964, 1x third-party implant. (B)(6) 2023 update dw. Further information were provided that a revision surgery was performed with a device from another manufacturer.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-2652cl was received for investigation. Visual evaluation noted that the returned ar-2652cl is not broken. The device shows a nick under the "left" laser etch. Functional testing identified that the returned device works as required with the matting arthrex screws. No problem found.